Event description:
It was reported that the statlock was secured the catheter on (B)(6) 2023. On (B)(6) 2023, the plastic part of the statlock was found to be detached from the pad. There was no reported patient injury. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and appears to be manufacturing related. One statlock device with a foam pad and adjustable posts was returned for evaluation. An initial visual observation showed the retainer of the statlock device was completely detached from the pad. Pieces of the foam pad were observed to be torn off and adhered to the upper side of the underside of the retainer. No pieces of foam were found to be torn on the bottom side of the retainer. A microscopic observation revealed little to no adhesive on the bottom side of the underside of the detached retainer. Likely causes of the detached retainer include inadequate adhesive coverage, improper/incomplete cure of the adhesive, and/or an inadequate application of primer during manufacturing. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the statlock was secured the catheter on (B)(6) 2023. On (B)(6) 2023, the plastic part of the statlock was found to be detached from the pad. There was no reported patient injury. No other information provided.